Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that she had labelled the wrong tube while performing an initial run. The cause of discordant alb, alpi, alti, ast, bun, ca cl, co2, dbil, ecrea, glu, h, k, lipl, na, tbil, and tp on one patient sample is related to user error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant albumin (alb), alkaline phosphatase ifcc (alpi), alanine aminotransferase ifcc (alti), aspartate aminotransferase (ast), urea nitrogen (bun), calcium (ca), chloride (cl), carbon dioxide (co2), direct bilirubin (dbil), enzymatic creatinine (ecrea), glucose (glu), hydrogen (h), potassium (k), lipase (lipl), sodium (na), total bilirubin (tbil), and total protein (tp) results were obtained on one patient sample on a dimension vista 1500 instrument. The discordant results were reported to the physician(s), who questioned them. The sample was repeated on the same instrument and on an alternate dimension vista 1500 instrument, resulting as expected. The corrected results from an alternate dimension vista instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant alb, alpi, alti, ast, bun, ca, cl, co2, dbil, ecrea, glu, h, k, lipl, na, tbil, and tp results.